Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the wire in the forceps channel could not be determined. The instruction manual identifies the verbiage which may have prevented the phenomenon in "chapter 6: compatible reprocessing methods and chemical agents" and "chapter 7: cleaning, disinfection, and sterilization procedures." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found a foreign material that looks like a plastic sheath is stuck in the instrument channel caused blockage. The device evaluation results have confirmed the specified fault/reported issue. The presence of a broken part of a plastic sheath found close to the channel mount unit got stuck when probably it was connected to the instrument during the procedure, although service repair are unable to determine exactly how this has occurred since no specific information has been provided on the subject. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer returned the loaner device reported that piece of wire still stuck in the working channel. There was no patient harm or injury reported. No user injury reported.